Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 450 mg/dl, and diabetic ketoacidosis. The customer believes the cause was related to the absorption of insulin through the non-tandem infusion set; however this could not be confirmed. Bg was treated with intravenous insulin, and fluids. Reportedly, customer left the ER the same day, with customer in stable condition (bg 200 mg/dl).